Event description:
It was initially reported that the patient was having his device explanted for unknown reasons. Information received from neurologist's office stated that the device was being explanted "due to device no longer working." It was noted that the device had not been working the last two years. The surgeon later indicated that the device was explanted due to "poor performance of the vns device." No further clarification was given on issue occurring with device. Searched in-house programming database and performed battery life calculation which resulted in approximately -1.81 years until eri=yes. The generator and lead have been returned to the manufacturer for product analysis, but it has yet to be performed. Good faith attempts to obtain additional information have been unsuccessful to date.